Event description:
It was reported that during pre-surgery, it was discovered that the large quick coupling chuck device was frozen and not functioning. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the device was frozen and not functioning. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to normal wear and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.